Manufacturer narrative:
A ge representative evaluated the sys and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported an error message which required a reboot. This resulted in a temporary loss of imaging functionality. Functionality was recovered with a reboot. This could result in procedural delays. There is no report of injury or death associated with this event.